Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ the patient was revised because the poly sheared and split superiorly and the head began to wear on the cup. Cup loosening and osteolysis were also reported. Update 11/18/2014- pfs and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated pain/grinding, migration of head due to poly wear, metallosis, and liner was in fragments. It is reasonable to assume the liner was in fragments due to the poly wear. The cup was noted to be stable, but was revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/15/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.